Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high thresholds, dislodgement. A surgical revision was performed in which the lead was repositioned and it perform acceptable measurements. No additional adverse patient effects.